Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an episode from the implantable cardiac monitor that was marked as brady. There was undersensing of the premature ventricular contractions noted. The device remains in use. No patient complications have been reported as a result of this event.